Event description:
Surgeon wanted to remove plastic sleeve before insertion. The plastic sleeve was stuck on the stem. After several attempts, the seal was broken. This caused a 20 minute delay in surgery.

Manufacturer narrative:
Surgeon wanted to remove plastic sleeve before insertion. The plastic sleeve was stuck on the stem. After several attempts, the seal was broken. This caused a 20 minute delay in surgery. The device associated with this report was not returned. Depuy orthopaedics, inc. Issued a voluntary device correction of all lots of the reclaim® taper sleeve protector instrument because the product can be difficult to remove from the distal stem both before surgery and after proximal reaming. The immediate remedy is for all users to discard the affected taper sleeve protector prior to stem implantation. No further corrective action is found necessary.

Manufacturer narrative:
(B)(4). Surgeon wanted to remove plastic sleeve before insertion. The plastic sleeve was stuck on the stem. After several attempts, the seal was broken. This caused a 20 minute delay in surgery. The device associated with this report was not returned. Depuy orthopaedics, inc. Issued a voluntary device correction of all lots of the reclaim® taper sleeve protector instrument because the product can be difficult to remove from the distal stem both before surgery and after proximal reaming. The immediate remedy is for all users to discard the affected taper sleeve protector prior to stem implantation. No further corrective action is found necessary. Monitor via sep-419.